Event description:
Pt was systemically heparinized and careful detailed anatomy of the renals was identified with angiography. In the very left anterior oblique, there was a large endo leak with presumably type 1 without being able to really determine its precise location. Utilizing a 32mm in diameter x 43 m in length renew aortic extension cuff by cook. We carefully positioned the device right at the level of the renal arteries where a covered stent would be. However, the device failed to deploy. We tried to open the device with a coated balloon, the trigger wires were both pulled and the inner cannula was used appropriately, but we could not dislodge the graft from its carrying mechanism. The device was then pulled back down into the infrarenal aorta and into the existing endo graft. Informed consent was obtained from the pt's family and she was brought expeditiously to the operating room in an emergent basis.